Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that the robotic assisted saw interface right (sasi) device clasp opened while sawing the bone. It was reported that the surgeon did not touch the clasp and it opened on its own during sawing. It was reported that the clasp was closed again and the surgery could be continued without issues. It was reported that there were no delays in the surgical procedure. There was patient involvement. The exact date of this event is unknown but was noted to have occurred in 2024. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The device serial/lot number and date of manufacture are unknown at this time.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: upon follow up with the reporter it was stated that the "clamp of the sasi is simply opening too easily".